Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an issue with filling the cartridge. Reportedly, the customer inserted the syringe into the cartridge and felt more pressure than usual. The customer re-attempted with the same syringe and was able to load the cartridge. The customer's blood glucose level was not impacted.